Event description:
It was reported that right atrial (ra) lead exhibited loss of sensing and loss of capture. Lead dislodgment was noted under fluoroscopy. The lead was explanted and replaced. The patient is in stable condition.